Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. No physical damage was observed on the returned sensor patch and no issues were observed with the returned sensor adhesive. No malfunction or product deficiency has been identified. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the adc sensor. The sensor prematurely detached, and the customer was unable to obtain readings. The customer experienced a loss of consciousness. As a result, an intravenous glucose dextrose was administered by a healthcare provider for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted."

Event description:
An adhesive issue was reported with the adc sensor. The sensor prematurely detached, and the customer was unable to obtain readings. The customer experienced a loss of consciousness. As a result, an intravenous glucose dextrose was administered by a healthcare provider for treatment. There was no report of death or permanent impairment associated with this event.